Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04), drill. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the tip of the reamer is cracked / fractured. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while opening trays for a procedure, a center post reamer was found damaged. The issue was identified during setup prior to use. There was no patient involvement. The reamer was identified to be fractured from provided photos. Attempts have been made and no further information has been provided.